Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the surgery with the products in question. During the pfna procedure, when attempting to lock the blade, the inserter fell off the blade before the lock was completed. The surgeon was able to open the same length from another pfna implant that was in the same day and lock it in place with no problem. However, due to the unattended surgery, it took about 30 minutes for the sales representative to get through to the phone. The problem was probably caused by the implant, since the surgeon was able to use the implant without problems after the implant was changed, but the inserter is also included in the report just to be safe. The surgery was completed successfully within 30 minutes delay. No further information is available. This report is for one (1) pfna-ii blade l85 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.